Manufacturer narrative:
Additional information: additional information received reported the event had occurred during a functional endoscopic sinus surgery (fess) procedure. There was a delay of less than an hour, and there was no impact to the patient outcome. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Device manufacturing date, part number and UDI provided.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a procedure, a 0.5 centimeter imprecision was observed when utilizing the registration probe. No additional information was provided. There was no reported impact on patient outcome.

Manufacturer narrative:
New information received on patient demographics.